Event description:
It was reported that sharps coll chemo 3gal yellow new cap lid was damaged. The following information was provided by the initial reporter: this is a report about a damaged lid of sharps collector. According to the customer's report, the lid was found to be damaged upon arrival.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/14/2021. H.6. Investigation: a sample was received and tested by our quality team with the customer's complaint of damaged lid. The lid clearly presented broken hinges and the supplier was contacted for any information that would help discover the root cause of this verified complaint. The production history of this device presented no quality issues. The root cause of this failure is unknown at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is hdq us (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll chemo 3gal yellow new cap lid was damaged. The following information was provided by the initial reporter: this is a report about a damaged lid of sharps collector. According to the customer's report, the lid was found to be damaged upon arrival.